Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. We did receive performance data collected from the device and have analyzed the data. The lifetime ventricular sensing integrity counter is high, indicating a possible intermittency in the system. High impedance values were also noted. Evaluation summary: proximal conductor fractured; full lead in segments returned and analyzed.